Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26 due to an occlusion event, occurring between (B)(6) 2025, and (B)(6) 2025. The customer's blood glucose level was high according to the cgm reading, although the specific value was unknown. The customer managed the situation by reloading the cartridge and using the same ifs set to resume insulin delivery successfully without needing additional supplies or third-party assistance.